Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding glucose scan precision values while wearing the adc device compared to a competitor's brand meter. On (B)(6) 2022, the customer had a loss of consciousness and was provided 30% intravenous glucose serum by the hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. Follow-up sensor scans of 187 mg/dl and 195 mg/dl were compared to blood glucose tests of 80 mg/dl and 111 mg/dl on the hcp meter, results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Event description:
A complaint was received regarding glucose scan precision values while wearing the adc device compared to a competitor's brand meter. On (B)(6) 2022, the customer had a loss of consciouness and was provided 30% intravenous glucose serum by the hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. Follow-up sensor scans of 187 mg/dl and 195 mg/dl were compared to blood glucose tests of 80 mg/dl and 111 mg/dl on the hcp meter, results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.